Event description:
It was reported that the patient had the artificial urinary sphincter removed due to recurring incontinence and urethral atrophy. A new artificial urinary sphincter consisting of a 3.5 cm cuff, pump, and balloon were implanted.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to recurring incontinence and urethral atrophy. A new artificial urinary sphincter consisting of a 3.5 cm cuff, pump, and balloon were implanted.

Manufacturer narrative:
Medical device: model number/catalog number 72404127, serial number (B)(4), batch/lot number 813074015, gtin (B)(4). Model/catalog description control pump fgs iz, expiration date 02/27/2014, device manufacturer date 03/11/2013. Medical device: model number/catalog number 72400024, serial number (B)(4), batch/lot number 815732012, gtin (B)(4), model/catalog description balloon fgs 61-70 cm, expiration date 02/07/2018, device manufacturer date 02/15/2013.